Manufacturer narrative:
H3: analysis of the implantable intrathecal catheter (s/n (B)(6)) found significant twisting and kinking which affected infusion. Patency was not able to be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 07-aug-2020 from a healthcare professional (hcp) via a company representative who reported that the patient had no symptoms and said she was getting good pain relief. At the next refill on (B)(6) 2020, after the refill on (B)(6)2020 where the volume discrepancy was found, there was a 40 cc discrepancy. A rotor test was performed on (B)(6) 2020 and the rotor was fine. The dye study was not successful; therefore, they did not push dye. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The patient was taken to surgery on (B)(6) 2020 and a visible kink was found in the pump pocket. Photos indicated that the catheter was also very twisted. The surgeon was able to open the spinal incision; cut the catheter at anchor site; pull the catheter back through to the pump pocket; and add/implant a new pump connector. The spinal segment or the original catheter remained intact, in place, and in use. Flow was confirmed. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering morphine (5 mg/ml at 0.4 mg / day). No further complications were reported / anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot#: (B)(6), ubd 2020-11-15, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (5mg/ml at 1.0615 mg/day) via an implantable infusion pump. It was reported that during a refill procedure the expected reservoir volume was 9ccs but over 20ccs were aspirated. It was reported that at first approximately 12ccs were aspirated and the hcp then proceeded to put 40 ccs of new drug into the pump but was stopped after approximately 20ccs went into the pump. The pump was then aspirated of 20ccs of the new drug and an additional approximately 15ccs of old drug. All drug was cleared and 40ccs was put into the pump. Normal programming was performed and the patient was sent home. No symptoms were reported. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the programmed volume at the last refill was 40 ml. No further complications have been reported.